Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-aug-2019 from the patient¿s spouse who reported that the circumstances that led to the empty pump was that the original refill appointment of (B)(6) 2019 was rescheduled to (B)(6) 2019 by the clinic. The pump was refilled on (B)(6) 2019; the patient was given his full dose; and then in 15 hours he was admitted to the hospital ICU (intensive care unit) for baclofen overdose. Per the reporter, it was a life-threatening situation. They were no longer using that clinic. They had found another one. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and other spasticity. On (B)(6) 2019 a volume discrepancy was reported. Per the patient¿s spouse the patient had a ¿refill yesterday and they withdrew the medication and usually it was like 3 cc¿s but they withdrew literally just drops which was a concern and no alarm had gone off or anything and he hadn¿t missed a refill". The patient was in a nursing home and the nurse there called and said "he¿s lethargic and is drooling and it¿s like he is super hung over and he has weakness and a low grade fever". This just started today. The patient wasn¿t himself yesterday after the refill. The patient was very weak, the patient does walk some with a walker. The reporter thought the patient had a baclofen overdose, within 2 hours of the refill the patient was so lethargic. The patient went in an ambulance and was kept overnight. They reduced the patient¿s dose by 30%. The reporter stated that there have been no falls or trauma for the patient. No further complications were reported regarding the event.